Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 200 mg/dl. The nurse of the customer reported a blank display on the insulin pump. Troubleshooting was done. A new battery cap for the insulin pump was shipped to the customer. No additional information is provided.